Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit disconnect. The customer stated the ventilator was on a patient when the issue occurred. It is currently unknown if there was any patient harm or injury.